Event description:
It was reported that (1) point of care unit front case need to be replaced for cosmetic crack and broken rear case. The device was returned unexpectedly. There was no reported patient involvement.

Manufacturer narrative:
Correction : (g3) awareness date.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (1) point of care unit front case need to be replaced for cosmetic crack and broken rear case. The device was returned unexpectedly. There was no reported patient involvement.